Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple unexpected resets occurred. The customer's blood glucose level was between 101-134mg/dl. Reportedly the customer had an alternate pump for insulin therapy.